Event description:
Pt was referred for atrial lead revision due to MFR's product recall. After incision was made, lead was disconnected from generator and tested. Atrial lead was dissected free and removed from the circulation using gentle traction. Visual inspection of lead disclosed no abnormalities. A new lead was then placed without complication.